Event description:
It was reported by the customer that the up button on the insulin pump is malfunctioning. Customer's blood glucose level at the time 117mg/dl. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window corner, cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.